Event description:
The coroner reported the patient expired due to head injuries from a fall down the stairs. The patient was hospitalized and remained on life support for two days before it was withdrawn and the patient expired. The cause of the fall is unknown. The patient had a single deep brain stimulation device implanted for essential tremor. The coroner indicated a/p x-rays had already been done of the dbs system. Other views and additional testing was being considered prior to the device being explanted and returned to the manufacturer for analysis. Additional information has been requested from both the coroner and the patient's following physician, but was not available on the date of this report.